Event description:
The customer contact reported flames. The pump was programmed to deliver an unspecified solution and the delivery was started while operating on ac power. No specific programming parameters were provided. After an unspecified length of time, the nurse noted smoke coming from the ac wall outlet. The nurse unplugged the pump's ac power cord from the wall outlet. It was then noted that the ground prong of the ac power cord receptacle remained inside the ac wall outlet. At this time, the nurse noted sparks and flames coming from the ac wall outlet. The pt was removed from the room and the flames were extinguished. There were no reported adverse pt effects. No medical intervention were required. The device was removed from clinical use. Therapy was resumed using a replacement device. During visual inspection at the user facility, it was noted that the ground prong was missing from the ac power cord receptacle. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.